Event description:
According to the reporter: occurred during a laparoscopic transabdominal preperitoneal (tapp) procedure. The absorbable tacking device was being used for the mesh fixation. No tacks were able to be fired normally from the device. None of the tacks stayed in place. The tacks fell out of the tissue and into the cavity of the patient, but were retrieved. In order to resolve the issue and complete the case, used another absorbable tacking device. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the instrument was fully fired. The handle was actuated and the unit cycled properly. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as not confirmed, because the instrument was received fully fired and the reported condition cannot be confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.